Event description:
A report was received that the pt was scheduled for a pocket revision due to the pt having pain at the pocket site. The physician created a new pocket for the ipg. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.